Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at the post-op check the patient was asymptomatic. Upon interrogation, the pulse generator exhibited low battery voltage. The device remained implanted and the patient would be monitored.